Event description:
It was reported that the patient experienced recurrent incontinence. After approximately six months, an artificial urinary sphincter (aus) revision surgery was performed and a hole in the pressure regulating balloon (prb) was found. The existing prb was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Additional information: describe event or problem. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurrent incontinence. After approximately six months, an artificial urinary sphincter (aus) revision surgery was performed and a hole in the pressure regulating balloon (prb) was found. The existing prb was explanted and replaced. No patient complications were reported, the outcome of the surgery was successful.